Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (75001a94) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, this serves as a correction report.

Event description:
Caller reported that customer was unable to obtain her blood glucose reading due to not being able to calibrate her adc meter due to an absence of a calibration bar. Customer experienced symptoms described as "high temperature", "cold", "vomited" and having a loss of consciousness. It was further reported that customer was treated with 8 units of insulin and was seen at a local health care facility where she was monitored and given paracetamol and insulin by pump. It was noted that customer had "viral infection and high temperature".there was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter was returned and an investigation using returned meter, retained test strip lot number 49743 and calibration bar was done. The meter was calibrated successfully. No additional issues were identified. The issue is not confirmed. Note: the meter's manufacture date is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. All pertinent information available to abbott diabetes care has been submitted.